Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a no delivery alarm during bolus. Customer's blood glucose was 200 mg/dl. Customer was not able to troubleshoot. Customer was advised to change set and monitor and to call if issue occurs. No further information provided.